Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and functional test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. An electrical test was performed, and no electrical issues were found. A manufacturing record evaluation was performed for the finished device batch number 31205358l, and no internal actions were identified. The reddish material inside the pebax could be related to the electrical issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. -ECG (electrocardiogram) noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, there was noise identified when the physician would come on ablation. The octaray and carto confirmed the noise. The cable (reprocessed) was replaced without resolution. The catheter and cable (reprocessed cable) were replaced and the issue resolved. The case continued. No patient consequences were reported.